Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation. Concurrent conditions included hot flashes, menopausal syndrome, infection nos, uterine fibroids and hemorrhagic cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal discomfort ("vaginal irritation"). In 2014, the patient experienced hydrometra ("hydrometra") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In july 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pain in extremity ("pain severe pain streaming down legs to knee"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("black rash on my right thigh"), urticaria ("hives around my ankles") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, rash, urticaria, hydrometra, dyspareunia, vaginal discharge, vulvovaginal discomfort and pain in extremity outcome was unknown and the dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, hydrometra, pain in extremity, pelvic pain, rash, urticaria, vaginal discharge and vulvovaginal discomfort to be related to essure. The reporter commented: procedure performed without complication and patient tolerated the procedure well. Post removal procedure of (B)(6) 2014, the claimant was admitted for abdominal pain on (B)(6) 2014 and was hydrated, radiology, monitored and discharged 4 days later to home. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on 18-jun-2018: pfs+mr received. New reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. Lot number added. Product indication added. Implanted and explanted date updated. Concomitant conditon added, event added as :-rashes or skin conditions type: black rash on my right thigh and hives around my ankles, reproductive system disorder or condition type of disorder or condition: hydrometra, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge , vaginal irritation, lower abdominal pain and pain severe pain streaming down legs to knee. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation. Concurrent conditions included hot flashes, menopausal syndrome, infection nos, uterine fibroids and hemorrhagic cyst. Concomitant products included estradiol and estrogens conjugated (premarin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal discomfort ("vaginal irritation"). In (B)(6) 2012, the patient experienced rash ("black rash on my right thigh/black rash on legs"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced hydrometra ("hydrometra"), dysmenorrhoea ("dysmenorrhea (cramping)") and pain in extremity ("pain severe pain streaming down legs to knee"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion hospitalization), urticaria ("hives around my ankles") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, rash, dysmenorrhoea, dyspareunia, pain in extremity and abdominal pain lower had resolved and the urticaria, hydrometra, vaginal discharge and vulvovaginal discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, hydrometra, pain in extremity, pelvic pain, rash, urticaria, vaginal discharge and vulvovaginal discomfort to be related to essure. The reporter commented: procedure performed without complication and patient tolerated the procedure well. Post removal procedure of (B)(6) 2014, the claimant was admitted for abdominal pain on (B)(6) 2014 and was hydrated, radiology, monitored and discharged 4 days later to home. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Event added: abdominal pain. Event onset date added for the event black rash on my right thigh/black rash on legs. Event onset date updated: hydrometra. Event clubbed: black rash on my right thigh/black rash on legs. Event severity added for dyspareunia (painful sexual intercourse). Event outcome added for pain, dyspareunia (painful sexual intercourse) and black rash on my right thigh/black rash on legs. Concomitant drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation. Concurrent conditions included hot flashes, menopausal syndrome, infection nos, uterine fibroids and hemorrhagic cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal discomfort ("vaginal irritation"). In 2014, the patient experienced hydrometra ("hydrometra") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pain in extremity ("pain severe pain streaming down legs to knee"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("black rash on my right thigh"), urticaria ("hives around my ankles") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, rash, urticaria, hydrometra, dyspareunia, vaginal discharge, vulvovaginal discomfort and pain in extremity outcome was unknown and the dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, hydrometra, pain in extremity, pelvic pain, rash, urticaria, vaginal discharge and vulvovaginal discomfort to be related to essure. The reporter commented: procedure performed without complication and patient tolerated the procedure well. Post removal procedure of (B)(6) 2014, the claimant was admitted for abdominal pain on (B)(6) 2014 and was hydrated, radiology, monitored and discharged 4 days later to home. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm compaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.